Event description:
It was reported that the patient experienced multiple syncopal events associated with antitachycardia pacing therapy. The antitachycardia therapy did not break the rhythm and external defibrillation was given. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.